Manufacturer narrative:
Analysis the returned computer resulted in no failure being found through functional testing and visual/physical examination. Analysis states that the computer boots normally to the application screen and no freezing was observed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the issue was resolved after replacing the computer. The system then passed the system checkout and was found to be fully functional. The computer was returned to medtronic, however, the analysis has not been completed. Device manufacturing date is unavailable. Other relevant device(s) are: product ID: 9734477, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the staff cart monitor on the system flickered a few times then the image on the screen seemed to scroll up the screen. After that, the system became fully unresponsive and the site had to re-boot the system. After a re-boot the system appeared to be functioning normally. There was no patient present when this issue was identified.